Event description:
It was reported that this inflatable penile prosthesis (ipp) was no longer cycling properly as the pump bulb remained flat, which led to an in-clinic evaluation. A revision procedure was performed, during which a fluid leak, due to a hole in the pump, was confirmed. The entire ipp was removed and replaced. No patient complications were reported.